Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to high, out-of-range left ventricular (lv) pace impedance. There were also alerts for low lv intrinsic amplitude and lv loss of capture. Additionally, some noise was observed on the right ventricular channel that led to a store episode of non-sustained ventricular tachycardia. Technical services recommended in-clinic assessment of the crt-d system. The crt-d system remains in service and no adverse patient effects were reported.